Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. D4 batch #: y70505. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with dry tissue stuck it the jaw. The device was cleaning to perform the analysis. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Excessive body fluids may influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. It is possible that the tissue stuck in the jaw could have cause the issue reported. A manufacturing record evaluation was performed for the finished device lot/batch y70505, and no non-conformances were identified.

Event description:
It was reported that during bowel resection procedure the cut button was not working. No patient harm reported. There was no surgical delay.